Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) pictures received and visually inspected per protocol and no discrepancies was detected. Functional testing with sample received from pn: 100/860/780 and tested. The result revealed with inflating air with syringe into cuff and submerging under water no leakage was detected. No air bubbles came of cuff. Picture attached. Engineering reviewed and testing prior to release of product passed at 100%. No fault could be established with product.

Manufacturer narrative:
Only the month ((B)(6)) and year (2020) of the aware date are known. (B)(6). Device evaluation in progress.

Event description:
It was reported that the cuff on the portex blue line ultra (blu) tracheostomy tube was leaking. This product problem was observed during patient use. No patient injury or complications were reported in relation to this event.